Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 265 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.